Event description:
I had mcghan style 120 textured implants by mcghan - now allergan inserted bilaterally on (B)(6) 2004. On (B)(6) I had excess fluid in the right breast and had this drained, it was tested and was not cancerous. I became sick again in (B)(6) 2015 and had many blood tests, by (B)(6) 2015, my right breast was swollen again. On (B)(6) 2015, I was told I had alcl of the right breast from the fluid. On (B)(6), I had both implants removed with capsules and scar tissue removed. They hope that by removal, my lymphoma should clear. Further testing of b & t cells confirmed a t cell lymphoproliferative disorder. I will continue to be monitored for the next few years.